Manufacturer narrative:
(B)(4). Per DHR the product 2.9mm percutaneous shaft, 29cm length, lot # 73j1600182 was manufactured on 09/16/2016 a total of 300 pieces. Lot was released on 09/16/2016. DHR investigation did not show issues related to complaint. Failure mode "scissors tool tip broke" was confirmed with pictures. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
A functional test of the assembled system was performed and no problems occurred. However, after the scissors tool tip was internalized back through the trocar into the patient, the scissors tip fell in the patient. The shaft was replaced by a new one, then a new scissors tool tip was attached and the procedure was continued without problem. At the time, the tool tip removal from the patient was postponed till later. After the procedure an x-ray exam found metallic materials in the patient's body so the user checked the surgical instruments being used this procedure and they found that part of shaft was missing. After that, the scissors tool tip and the shaft's part that remained in the patient were all removed. No health injury was report as a result of this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A functional test of the assembled system was performed and no problems occurred. However, after the scissors tool tip was internalized back through the trocar into the patient, the scissors tip fell in the patient. The shaft was replaced by a new one, then a new scissors tool tip was attached and the procedure was continued without problem. At the time, the tool tip removal from the patient was postponed till later. After the procedure an x-ray exam found metallic materials in the patient's body so the user checked the surgical instruments being used this procedure and they found that part of shaft was missing. After that, the scissors tool tip and the shaft's part that remained in the patient were all removed. No health injury was report as a result of this issue.